Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was being evaluated for an ICD upgrade, noise was observed on the right ventricular lead. The noise could not be reproduced. The lead was capped and replaced on (B)(6) 2017; during the ICD upgrade procedure. Patient was in stable condition before, during and after the procedure.